Manufacturer narrative:
H3: one device was received for evaluation. The service history review of the device showed no previous errors related to the customer issue. The initial customer issue was confirmed during the performance verification test and the power switch was replaced. Further investigation of the product identified a detached downstream occlusion (dso) seal. The seal was replaced. The device then passed all functional testing.

Event description:
The customer returned the product for the device turned on automatically with ac adapter, bypassing power button was not keeping correct date and time, during device analysis, it was found that the downstream occlusion (dso) seal was detached. There was no patient involvement.